Manufacturer narrative:
Date of report : 17may2019, date rec¿d by MFR : 16may2019. Philips field service engineer (fse) confirmed the complaint of light emitting diode (led) indicator is faulty. Philips service engineer(fse) replaced the power switch overlay the device was functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reports led (light emitting diode) indicator is faulty. No patient or user harm was reported. The event date was not specified; estimate used.